Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia. A 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed, and repair the recurrent hernia. The attorney alleges the patient experienced additional surgical procedures, pain and was severely and permanently injured.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct date of expiration for the 3dmax device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to provide the correct date of expiration for the 3dmax device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax mesh, patient had right groin pain, neuralgia, hernia recurrence, adhesions and underwent mesh explant. Per the op-notes, ¿the mesh was clam shelled with folding¿. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia. A 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed, and repair the recurrent hernia. The attorney alleges the patient experienced additional surgical procedures, pain and was severely and permanently injured. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated right inguinal hernia and underwent robotic assisted laparoscopic repair with 3dmax mesh. Per the operative notes, "patient was noted to have a right indirect incarcerated inguinal hernia. A medium (3dmax) prolene mesh deployed and sutured." On (B)(6) 2016 - patient frequently visited hospital due to right groin pain. On (B)(6) 2016 - patient underwent right sided genitofemoral nerve block due to neuralgia and on (B)(6) 2016, underwent right ilioinguinal-iliohypogastric block, genitofemoral nerve block on right side. On (B)(6) 2016 - patient underwent laparoscopic removal of the entire preperitoneal mesh (3dmax) and open recurrent right inguinal hernia repair with synthetic mesh. Per the operative notes, "we identified the preperitoneal mesh and was clamshelled with folding of the inferior quarter of the mesh up. Dissected directly on the mesh to separate this from the abdominal wall and the mesh was lifted off, indirect recurrence below the mesh identified. We freed the mesh completely that was folded and adherent to the bladder. An indirect hernia was identified and repair was done using polypropylene mesh and sutured. (Note: no product identifiers were provided)". Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, bladder pain and spams, insomnia related to pain, physical therapy and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia. A 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed, and repair the recurrent hernia. The attorney alleges the patient experienced additional surgical procedures, pain and was severely and permanently injured.